Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 1/13/2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips were tested and they passed testing with no faults found.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 5 pm. She obtained a glucose result of "107 mg/dl" on the subject meter, which she felt was inaccurate high compared to her feelings/normal values. She denied taking any medications to manage her diabetes and due to the alleged issue she continued her usual diabetes management routine. The patient claimed "3-4 minutes" after the alleged issue started she felt "sweaty and shaky." In response to her symptoms, on (B)(6) 2011 at 5:06 pm, she reportedly self treated with glucose tabs. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired test strips. While troubleshooting the control solution test was also performed and it passed successfully. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury, which did not correlate with the meter's previous result and required treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.